Manufacturer narrative:
Please refer to results of investigation section for details; the field service engineer (fse) provided customer phone support and confirmed the customer issue. To resolve the issue the fse asked the customer to adjust the board connection. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported mean channel signal peak at the fl1 position appeared lower than usual when running flow check on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.